Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's healthcare provider reported via phone call of customer's hospitalization for high blood glucose levels. The customer's blood glucose level at the time of hospitalization was 239mg/dl. It was reported that the customer was hospitalized for diabetic ketoacidosis. The customer treated with manual injections and fluids. Troubleshoot was conducted, but the healthcare provider was advised to inform customer to call back to conduct further troubleshoot.